Event description:
It was reported that during a routine follow-up, loss of capture was observed. An x-ray showed possible perforation. The lead was found to have perforated the rv apex. When removed, the physician observed damage to the insulation. The patient tolerated the procedure well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.